Event description:
It is reported that the patient is experiencing pain possibly due to metal allergies.

Manufacturer narrative:
Other implanted devices: 07.00119.003 - trinica fixed screw 4.2 x 16 mm, 07.00117.002 - trinica variable screw 4.2 x 14 mm, 07.01616.006 - invizia 2-level acdf plate 44 mm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for this complaint device could not be viewed. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.